Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an ablation interventional procedure using an 8f sheath. Reportedly, there was difficulty removing the needle plunger of the proglide after deployment. After removing the needle plunger, there was difficulty closing the foot of the proglide. There was also difficulty removing the proglide device from the anatomy. The device had to be pushed and pulled and was finally able to be removed. The proglide suture was removed. The sheath was upsized to a 10f. The ablation procedure was completed. Hemostasis was achieved with manual compression. There was no reported tissue damage. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided